Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced an infection in the scrotum. A surgical procedure was performed to remove the aus. The infection was treated with antibiotics, and the physician does not believe the device caused or contributed to the infection. No additional patient complications were reported.